Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) door is broken. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not confirm the reported event of a hardware failure.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. Dexcom technical support had the patient's mother perform a reset and the reset was successful for reported issue. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).